Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of hematoma is listed in the perclose prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The account reported a torquing of the device just prior to or during the needle deployment. In this case, the guide may have broken during insertion which would affect the foot to needle alignment perhaps inducing the torque. The separation then occurred during the needle deployment along with the torque. The torquing of the device with the foot against the vessel wall is in the product risk assessment and identifies this as a foreseeable event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the tavi procedure was completed. Reportedly post procedure, during removal of one prostyle device, the distal guide reportedly separated and remained within the rcfa. Through contralateral access via the left common femoral artery (lcfa), the physician successfully retrieved the separated distal guide using a lasso technique. No additional closure devices were attempted for the rcfa. Instead, manual compression was applied to achieve hemostasis at the rcfa access site, resulting in a minor groin hematoma. A new prostyle device was used to close the lcfa access site without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.